Event description:
Doctor reported bone loss at tooth sites 22, 21, 34. Implants were removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products oss413, osseotite implant 4 x 13mm lot 2023050123 and oss485, osseotite implant 4 x 8.5mm lot 2023041042. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.